Manufacturer narrative:
Zimmer biomet complaint (B)(4). Spinalpak assembly: catalog: 1067716 serial: #(B)(4). Therapy date: unknown. Medical product: interbody cage (22853x3) cement augmentation of pedicle screws, dbm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing a reaction to the 72r electrodes. The patient wore the 72r electrodes for 24 hours. The patient stated that she started to fell itchy. The patient removed her electrodes when her physical therapist saw that her back had red circular marks where she placed the electrodes. The rest of the area was a rash spreading upward. The patient says that her back was completely broken out. The patient contacted her dermatologist and was advised to take benadryl and use cortisone cream. The patient already had the medication for something else she had a while ago. The patient said that she is allergic to adhesive. She noticed the spread started to happen more so because she ate a kiwi. The patient stated the doctor advised her that kiwi, bananas, avocados can intensify an allergic reaction that is already activated in her skin. It was reported that no further information is available.

Event description:
It was reported that the patient was experiencing a reaction to the 72r electrodes. The patient wore the 72r electrodes for 24 hours. The patient stated that she started to fell itchy. The patient removed her electrodes when her physical therapist saw that her back had red circular marks where she placed the electrodes. The rest of the area was a rash spreading upward. The patient says that her back was completely broken out. The patient contacted her dermatologist and was advised to take benadryl and use cortisone cream. The patient already had the medication for something else she had a while ago. The patient said that she is allergic to adhesive. She noticed the spread started to happen more so because she ate a kiwi. The patient stated the doctor advised her that kiwi, bananas, avocados can intensify an allergic reaction that is already activated in her skin. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added . G1-2: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added . H6: health effect updated 4545 - skin inflammation/ irritation. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.